Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with intravenous merocrit 500mg twice a day (duration not reported) and intravenous vancomycin 1 gram (frequency and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient¿s fluid was cloudy; this was considered a manifestation of the peritonitis. As a result, the physician was planning to remove the catheter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.